Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered the pump's personal profile settings. Customer's blood glucose level was 270 mg/dl. Customer corrected the pump time and resumed insulin therapy.